Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer disconnected from the pump and reverted to a backup method to manage diabetes. As the customer was not receiving the alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.